Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. The device history review (DHR) is not applicable or relevant because no product was returned and thus an investigation could not be performed. If the product is returned the manufacturer will reopen the complaint for further investigation. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seal was found removed. The investigation found the device had a broken top case (left rear, handle is off), cracked right plunger case (by upper screw). Cracked bottom case left side and rattles inside. The pump event history showed a motor rate error message. An occlusion test was performed. The reported issue was most likely caused by dropping the device and the technician could not duplicate the error message. The root cause of the issue is unable to be determined. The technician replaced the broken cases, replaced old style motor mount, replaced worn worm coupler (looks tarnished), greased drive train as preventative measure. Performed all functional/delivery tests which passed.

Event description:
It was reported that the device had a damaged case, and motor rate issue. No patient injury was reported.